Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
On (B)(6) 2024, the proctor that was present was contacted via a phone call and explained that the surgeon was concerned about the usability of the device to access the defect and did not want to attempt the implantation from the opposite vertebral body. The removal tool was used to remove the partially implanted device (which causes more than trivial damage). The patient did not receive a barricaid implant.